Event description:
A malfunction alarm was reported by the customer, indicated by the malfunction code malf 0. There was no reported impact to the customer¿s blood glucose level. The customer was assisted by technical support with resetting the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to contact support if the issue happened again.